Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad for the ilet system stopped functioning, with the status light not illuminating and the ilet not charging despite attempts with multiple outlets, and a replacement charger was issued. Symptoms included no loss of glycemic control or other clinical effects. Outcomes included no impact on therapy beyond the inability to charge the device, and replacement supplies were shipped. Investigation included customer interview and troubleshooting by attempting alternate power sources. Investigation of this case revealed a charger malfunction consistent with a nonfunctional power accessory and a failed indicator light on the charger. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the external charger.